Event description:
It was reported that during an ipg replacement procedure the extension was damaged. Extension was replaced intraoperatively to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.